Event description:
A malfunction was reported with a fault ID displayed, and the pump could not be reset. There was no adverse impact to the customer's blood glucose level. The customer was informed of the need for a replacement pump, which was provided to ensure continuity of insulin delivery, and the faulty pump was to be returned as per instructions.